Event description:
It was reported that the rigid video laparoscope had dark halo in the center of the screen. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.